Manufacturer narrative:
On 6/27/2018 - the consumer accepted a replacement product and did not submit the damaged product to the manufacturer. An investigation will not be completed.

Event description:
On 6/27/2018 - per the consumer, the product shattered when the consumer was not home. The consumer accepted a replacement product.